Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 200mg/dl. The caller stated that the insulin pump alarmed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker. Unable to confirm the alarm.